Event description:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. There was no indication that the product caused or contributed to an adverse event.